Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The reported patient symptoms of infection, purulent discharge, and pain are known risks associated with this device type and indicated as such in the instructions for use. A risk review was completed and confirmed that the event of infection, pain, and purulent discharge was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available, a conclusion code of known inherent risk was assigned to this investigation.

Event description:
It was reported that the patient with an ambicor penile prosthesis (app) experienced pain and developed a scrotal infection. Upon inspection, pus was observed and cultures were sent for pathology. A surgical procedure was performed to remove the app and replace it with a tactra malleable device. However, during closure, a urethral injury was identified, unrelated to the device, prompting the physician to remove the tactra device without placing a new implant. The infection was treated with antibiotics. No further patient complications were reported.

Event description:
It was reported that the patient with an ambicor penile prosthesis (app) experienced pain and developed a scrotal infection. Upon inspection, pus was observed and cultures were sent for pathology. A surgical procedure was performed to remove the app and replace it with a tactra malleable device. However, during closure, a urethral injury was identified, unrelated to the device, prompting the physician to remove the tactra device without placing a new implant. The infection was treated with antibiotics. No further patient complications were reported.